Event description:
Caller states that the following results were obtained on a patient with an inform meter within 10 minutes: 402 mg/dl and 88 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, caller states that strips have been used up. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.